Event description:
Pt undergoing removal of groshong catheter when it was noted that there was a fracture of the distal end of the catheter. The fractured piece was removed by interventional radiology without incident.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.